Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. Pil set up the device on the bench top, ran the device for an hour and the device ran without any alarms or failures. The device was tested on the respective test stations and passed the applicable test steps. In the event log, pil was unable to duplicate or confirm any ventilator inoperable error codes. Pil was unable to duplicate any failure with the suspected device and has determined that the device functions as designed.